Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks and pacemaker inhibition in this pacemaker dependent patient.